Event description:
A 77-year-old female consumer reported an event with bab tough strips waterproof ex lg 10s. Consumer had a cyst on her back and the doctor told me to use band-aid. Consumer stated she has a rash. A health care professional (hcp) was consulted who prescribed unspecified antibiotics (route interpreted as oral/topical). It was also reported that the symptoms have stayed the same after the patient stopped using the product. This is two of two medwatches being submitted as two devices were involved in this event. See medwatches 8041154-2025-00012.the same patient is represented in each medwatch.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A4, a5, a6: weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for (1) bab tough strips waterproof ex lg 10s USA 381370055662 8137005566usa 8137005566usa, lot # 0725b. D4: 510(k) exempt, device I complaint. UDI not required. UDI #(B)(4). Upc # 381370055662 lot # 0725b expiration date: na d9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 13, 2025. H6: health effect clinical code: e2402 refers to consumer "intentional misuse/off-label use" of the product. This is two of two medwatches being submitted as two devices were involved in this event. See medwatches 8041154-2025-00012 & the same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.